Manufacturer narrative:
The customer's reported complaint was not confirmed during evaluation of the returned quattro catheter. Evaluation of returned quattro catheter indicated that the returned catheter performed as per specifications. Functional test of returned catheter was performed, the catheter was connected to a pressurized inflation device; the balloons fully inflated when pressurized up to 100psi without losing pressure. No leaks were observed. Balloons were able to inflate and deflate without difficulties. A visual inspection of the returned catheter was performed. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Note, during manufacturing, all quattro catheters are 100% inspected for leaks. In addition, extension tubing is 100% tested for leaks. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for quattro catheter lot # 61786.

Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient temperature management therapy, it was reported that saline was being lost. It was believed to be leaking out from the quattro catheter. No leaks were observed at the start-up kit. The ivtm quattro catheter was placed in the patient on (B)(6) 2016. The catheter was inserted in the left femoral vein. The insertion was smooth and was done in one attempt. The ivtm system was to be used for therapeutic hypothermia. According to the reporter, the patient's temperature at the start of itvm therapy was 37°c. The issue was discovered when patient's temperature was 36.1°c. The catheter was not replaced and remained in the patient for 1.5 days. Multiple attempts were made to contact the reporter to obtain additional information; however, were unsuccessful. No other patient information was provided.